Event description:
An ocd field engineer observed incorrect volumes being dispensed on a provue analyzer. Incorrect dispensing of reagents or cells could cause an erroneous result during blood grouping testing. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The fe replaced the syringe and the cavro diluter bringing the analyzer back to expected operation. The root cause of this event is unknown.